Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device exhibited not from display, probable electronic board failure. The issue was found, during set up. There were no reports of patient involvement.